Event description:
The patient reported that they experienced elevated blood glucose concentrations.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.